Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for yearly device check and it was noted that skin over the device was very thin but intact. The physician revised the pocket. The patient was in stable condition post procedure.